Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer's blood glucose level. Further information regarding the customer or event was not provided.

Manufacturer narrative:
On (B)(6) 2022, the distributor reported that an unexpected reset occurred, the shutdown issue was not confirmed via the pump history. (Removed 1503, added 2959).